Event description:
A report was received that the patient had discomfort over her left suprabuttock ipg insertion site. The patient will undergo revision procedure wherein ipg will be replaced and the pocket will be relocated.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient had discomfort over her left suprabuttock ipg insertion site. The patient will undergo revision procedure wherein ipg will be replaced and the pocket will be relocated.